Manufacturer narrative:
D4- a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery with two prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the first device's lever was completely closed, but the device could not be removed, so it was forcefully removed from the anatomy. Upon removal, it was noted that the foot plate was not fully retracted. The second device's lever did not close completely, so a cut down was performed to remove the device because there was tissue in the front part of the foot. Hemostasis was achieved via a cut down and it was then noted that vessel damage had occurred. Additionally, two prostyle devices were used successfully on the right common femoral artery. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and similar complaint history could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. The reported difficult to open or close the foot, device entrapment and surgical intervention appears to be related to operational context. It is likely that the reported tissue caught in the foot contributed to the reported difficult to open or close the foot and led to the subsequent device entrapment. The patient effect of tissue injury is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.